Event description:
It was reported that the patient presented remotely via merlin.net, which revealed a high pacing impedance in the right ventricular (rv) lead. The patient presented at clinic for a device check and upon interrogation, it was found that the rv lead also exhibited varying high voltage impedance and a high capture threshold. Programming changes were made. The patient was stable.